Event description:
On (B)(6) 2010, the pt was implanted with three gore excluder aaa endoprostheses. On (B)(6) 2011, the pt underwent a follow-up that revealed a distal type I endoleak from the right common iliac. On (B)(6) 2011, the pt underwent a reintervention where an additional contralateral leg component was implanted. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.